Event description:
It was reported that the patient was referred for an explant surgery, which at that time was for an unknown reason. Follow up with the treating physician regarding the reason for explant showed that the patient was experiencing pain on the left chest, jaw, and head. The pain did not start immediately, but had progressively gotten worse and required narcotic medications to control. The chest pain was reported to have occurred prior to the referral for explant. The pain was described as a burning sensation was over the generator site. The office of the treating physician did not find anything wrong with the system at that time and observed no warning messages. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
Follow up with the patient¿s treating surgeon showed that the vns explant surgery was completed. The physician assessed that the pain was likely caused by the presence of the device since no other cause was found. The surgery was not to preclude a serious injury. The explanting facility reportedly discards of explanted devices. Therefore, product return is not expected. No additional pertinent information has been received to date.